Event description:
It was reported that the patient experienced a low blood glucose event with a nadir of 49 mg/dl while using the ilet system with a libre 3+ sensor, cause unclear; the patient¿s sister administered oral glucose (juice), after which glucose rose into range with a current value around 111 mg/dl. Customer care provided support that included complaint intake. Investigation of this case revealed no device malfunction identified and no reproducible fault based on available information. No symptoms associated with hypoglycemia reported. Outcomes included transient hypoglycemia without reported injury, medical intervention or hospitalization. It was concluded that the hypoglycemic event was user- or physiology-related with an undetermined root cause and that the device operated as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.